Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm, ramping numbers, or scroll bar moving on its own noted. Unit received with minor scratched display window, cracked reservoir tube, reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported the insulin pump alarmed button error. Customer stated her blood glucose was 383 mg/dl, treated, and it lowered to 97 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer stated she was lying down taking a nap when alarm occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.